Manufacturer narrative:
Other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011 product type lead. Product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011. Product type lead. The PMA number listed is associated with the model number of the device used. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient saw an out of regulation (oor) error code on the patient programmer. The patient stated she saw this code after switching to program "f" from program "e" when this code was displayed. Patient was instructed in process to bypass the error message. It was noted the ins battery charge level was ok. The patient stated she has an upcoming appointment with her healthcare provider (hcp) and it was recommended she have the ins checked. The patient also stated she saw a manufacturer's representative (rep) and one of the leads was "fritzy". The patient stated the rep reprogrammed the device to bypass the "freaky" lead. It was recommended she discuss programming with her hcp. No symptoms were reported. Patient was implanted for migraine. Additional information was received from the representative (rep) regarding the patient. It was reported that the cause of the lead issue had not been determined and the patient was scheduled to have the system replaced on (B)(6) 2017.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The representative reported the patient's weight at the time of the event. The manufacturer representative reported that they attempted to interrogate the device and it was dead due to normal battery depletion. It was reported that the patient was scheduled for re-implant on (B)(6) 2017. No further complications are anticipated.

Event description:
Additional information received from the patient reported that their leads had just become unresponsive at the end of 2015, and there had been no known reason or cause. Their "channels" were reprogrammed to work around the damaged leads. They said that by the end of 2016, the eri (elective replacement indicator) message appeared on their programmer when they had went to recharge, again with no known reason or cause. They had spoke to their manufacturer representative and then called the help line when the message had changed to oor (out of regulation) to be sure it wasn't an immediate concern, they said they had needed to "change the channel" to avoid yet another damaged lead. They noted they couldn't use all eight channels of their device because the leads associated with them were not working. They were avoiding those channels while they wait for their replacement surgery which was scheduled for (B)(6) 2017. They also said that their ins seems to work intermittently, and that the eos (end of service) message had been displayed right after their first appointment with their new neurosurgeon on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.